Manufacturer narrative:
The device was explanted, but was not returned. Nevro attempted to obtain event details; however, additional information was not available. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient presented to the hospital due to an infection. The patient was provided with IV antibiotics and the device was explanted. There were no reports of further complications.